Manufacturer narrative:
Is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-04399. This follow-up report is being filed for awareness of this duplicate report. .

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.